Event description:
The customer reported the evis exera ii xenon light source lamp is faulty. In addition, the spare lamp turned on; however, the bulb is new. The event occurred during reprocessing and the same device was used to finish the procedure with no more than a 15-minute delay. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to defective converter. In addition, the power switch could not be pushed occasionally and there was a poor heat dissipation due to defective fan. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: d9. It has been over 10 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the repair department confirmed that the main lamp did not light up and obtained information that it was due to corrosion of the power supply unit failure. The cause of the failure of the power supply unit could not be identified. Other inspection findings were as follows: the power switch could not be pushed occasionally; there was poor heat dissipation due to defective fan. Olympus will continue to monitor field performance for this device.